Event description:
A (B) (6) male pt with post prostatectomy was implanted with a spectra malleable device on (B) (6) 2010. On (B) (6) 2010, it appears one cylinder was removed and replaced reason not indicated. A request for the device and additional info has been sent. The device has not been returned for analysis. No further info has been provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.